Event description:
After implantation of the valve, a few weeks later, malfunctioning of the shunt was seen. Therefore explantation of the valve and reimplantation of a new valve. The explanted valve had a broken silicone housing.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.